Manufacturer narrative:
No button error alarm was noted. The pump was received with no button response due to lcd keypad connector unlocked. No screaming sound anomaly was noted. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 96 mg/dl. The customer stated that he changed out his batteries a few hours ago and the pump alarmed button error. The customer stated that the buttons on his pump stopped working. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.